Manufacturer narrative:
Insulin pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratched lcd window, missing end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call that their insulin pump fell off the sink and was damaged. The customer blood glucose was unknown. The customer states the area where the reservoir goes has missing plastic and there are parts that are cracked and fragile. Advised to discontinue use of the pump and revert to a back-up plan. Advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.